Manufacturer narrative:
Additional information was added: the lot was manufactured from august 15, 2019 - august 16, 2019. Two actual devices were received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the first unit. When the unit was removed from the bag, the cause of fluid inside the bag was found to be an untightened red luer cap (non-baxter cap). The blue winged luer cap of the device was not returned. There was no evidence of leak observed from the second unit because the red luer cap was securely tightened. Functional testing was performed by filling the two devices with green colored water. After fill and prime, the red luer cap was hand tightened. The samples were monitored until the next day and no signs of leak were observed. The reported condition was not verified during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume folfusors were leaking from an unspecified location. The leaks were observed prior to patient use. There was no patient involvement. No additional information is available.